Event description:
It was reported that balloon rupture occurred. A 2.50mm x 30mm emerge balloon catheter was advanced for dilatation and initially inflated at 8 atmospheres (atm) for 15 seconds. However, during second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6).